Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-15800. It was reported patient experienced ineffective coverage of pain relief. As a result, to address the issue patient underwent surgical intervention wherein the system was explanted.